Manufacturer narrative:
UDI #: (B)(4). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowth in right eye at 5 months post treatment. A flap lift and rinse was performed and antibiotics were given. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities. A separate report is being submitted for a second device, excimer laser serial number (B)(4). Bcva from (B)(6) 2014: right eye pre-op 20/20 -1.25 x -1.25 x 105, left eye pre-op 20/20 -2.25 x -1.00 x 80. Bcva from (B)(6) 2015: right eye post-op 20/20 .00 x -.50 x 155, left eye post-op 20/20 .25 x -.25 x 5.